Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic area") and autoimmune disorder ("autoimmune issues/still testing to see what is wrong") in a 39-year-old female patient who had essure (batch no. A46113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, depressive disorder, anemia, menstrual cycle abnormal and irritable bowel syndrome. Previously administered products included for an unreported indication: depo - provera. Concurrent conditions included nabothian cyst, smoker, uterine bleeding, uterine cramps, left lower quadrant pain, ana positive and endometrial biopsy. Concomitant products included ibuprofen. In 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: chronic fatigue has lead to worsening depression"), sensitivity of teeth ("dental problems:sensitive teeth") and disturbance in attention ("neurological conditions or problems type: poor concentration"). In (B)(6)2013, the patient underwent eyeglasses therapy ("vision/eye problems type: declined to the point that I cannot read or drive without glasses immediately following essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("dental problems/ dental problems:tooth decay"), fatigue ("fatigue / chronic fatigue"), urinary tract infection ("infections /infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), confusional state ("neurological conditions or problems type: confusion"), pain in extremity ("thigh pain"), musculoskeletal pain ("joint and muscle pain all over/ pain in shoulder"), neck pain ("neck pain"), bone pain ("clavicle pain") and arthralgia ("pain in wrist,hand,forearm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, autoimmune disorder, dental caries, fatigue, urinary tract infection, vaginal haemorrhage, menorrhagia, depression, sensitivity of teeth, disturbance in attention, confusional state, eyeglasses therapy, pain in extremity, musculoskeletal pain, neck pain, bone pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, bone pain, confusional state, dental caries, depression, disturbance in attention, eyeglasses therapy, fatigue, menorrhagia, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, sensitivity of teeth, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, depression, fatigue, eyeglasses therapy, arthralgia, bone pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & medical record received. Reporter's information added. Lot number added. Patient's demographics added. Abnormal bleeding (vaginal, menorrhagia), depression, sensitivity teeth, confusion, poor concentration, declined to the point that I cannot read or drive without glasses immediately following essure, thigh pain , joint and muscle pain all over / pain in shoulder, neck pain, clavicle pain, pain in wrist,hand,forearm, abdominal pain .pt updated for the event ¿infection¿ to ¿urinary tract infection¿ and ¿dental problems¿ to ¿tooth decay¿. Updated onset date of events. Historical condition, historical drug, concomitant condition, concomitant drug, lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') and autoimmune disorder ('autoimmune issues/still testing to see what is wrong') in a 39-year-old female patient who had essure (batch no. A46113-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, depressive disorder, anemia, menstrual cycle abnormal and irritable bowel syndrome. Previously administered products included for an unreported indication: depo - provera. Concurrent conditions included nabothian cyst, smoker, uterine bleeding, uterine cramps, left lower quadrant pain, ana positive and endometrial biopsy. Concomitant products included ibuprofen. In 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: chronic fatigue has lead to worsening depression"), hyperaesthesia teeth ("dental problems:sensitive teeth") and disturbance in attention ("neurological conditions or problems type: poor concentration"). In (B)(6) 2013, the patient underwent eyeglasses therapy ("vision/eye problems type: declined to the point that I cannot read or drive without glasses immediately following essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("dental problems/ dental problems:tooth decay"), fatigue ("fatigue / chronic fatigue"), urinary tract infection ("infections /infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia)\heavy and unpredictable cycle"), confusional state ("neurological conditions or problems type: confusion"), pain in extremity ("thigh pain\pain in leg\hand pain"), musculoskeletal pain ("joint and muscle pain all over/ pain in shoulder"), neck pain ("neck pain"), bone pain ("clavicle pain"), arthralgia ("pain in wrist,hand,forearm"), nervousness ("nervous"), nasal discomfort ("nose sores"), muscle spasms ("spasms/ leg muscle cramp"), dyspnoea ("shortness of breath"), back pain ("lower back pain"), oral pain ("mouth sores"), pain of skin ("sore scalp"), feeling abnormal ("brain fog") and abdominal pain lower ("cramp between periods\cramps all the time"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, dental caries, fatigue, urinary tract infection, vaginal haemorrhage, menometrorrhagia, depression, hyperaesthesia teeth, disturbance in attention, confusional state, eyeglasses therapy, pain in extremity, musculoskeletal pain, neck pain, bone pain, arthralgia, abdominal pain, nervousness, muscle spasms, dyspnoea, back pain, pain of skin, feeling abnormal and abdominal pain lower outcome was unknown and the nasal discomfort and oral pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bone pain, confusional state, dental caries, depression, disturbance in attention, dyspnoea, eyeglasses therapy, fatigue, feeling abnormal, hyperaesthesia teeth, menometrorrhagia, muscle spasms, musculoskeletal pain, nasal discomfort, neck pain, nervousness, oral pain, pain in extremity, pain of skin, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, depression, fatigue, eyeglasses therapy, arthralgia, bone pain. Lot number reported a46113 is invalid . Most recent follow-up information incorporated above includes: on 22-oct-2019: update of information (batch is not valid). Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') and antinuclear antibody positive ('autoimmune issues/still testing to see what is wrong / had a positive ana test') in a 39-year-old female patient who had essure (batch no. A46113-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, depressive disorder, anemia, menstrual cycle abnormal and irritable bowel syndrome. Previously administered products included for an unreported indication: depo - provera. Concurrent conditions included nabothian cyst, smoker, uterine bleeding, uterine cramps, left lower quadrant pain, ana positive and endometrial biopsy. Concomitant products included ibuprofen. In 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient was found to have antinuclear antibody positive (seriousness criterion medically significant) and experienced depression ("psychological or psychiatric problems condition: chronic fatigue has lead to worsening depression"), hyperaesthesia teeth ("dental problems:sensitive teeth") and disturbance in attention ("neurological conditions or problems type: poor concentration"). In (B)(6) 2013, the patient underwent eyeglasses therapy ("vision/eye problems type: declined to the point that I cannot read or drive without glasses immediately following essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("dental problems/ dental problems:tooth decay"), fatigue ("fatigue / chronic fatigue / extremly exhausted"), urinary tract infection ("infections /infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia)\heavy and unpredictable cycle"), confusional state ("neurological conditions or problems type: confusion"), pain in extremity ("thigh pain\pain in leg\hand pain"), musculoskeletal pain ("joint and muscle pain all over/ pain in shoulder"), neck pain ("neck pain"), bone pain ("clavicle pain"), arthralgia ("pain in wrist,hand,forearm"), nervousness ("nervous"), nasal discomfort ("nose sores"), muscle spasms ("spasms/ leg muscle cramp"), dyspnoea ("shortness of breath"), back pain ("lower back pain"), oral pain ("mouth sores"), pain of skin ("sore scalp"), feeling abnormal ("brain fog"), abdominal pain lower ("cramp between periods\cramps all the time"), pain ("aching all over / major body aches all of the sudden"), night sweats ("sweat all night") and polymenorrhagia ("started my 2nd cycle this month"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, antinuclear antibody positive, dental caries, fatigue, urinary tract infection, vaginal haemorrhage, menometrorrhagia, depression, hyperaesthesia teeth, disturbance in attention, confusional state, eyeglasses therapy, pain in extremity, musculoskeletal pain, neck pain, bone pain, arthralgia, abdominal pain, nervousness, muscle spasms, dyspnoea, back pain, pain of skin, feeling abnormal, abdominal pain lower, pain, night sweats and polymenorrhagia outcome was unknown and the nasal discomfort and oral pain had resolved. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, arthralgia, back pain, bone pain, confusional state, dental caries, depression, disturbance in attention, dyspnoea, eyeglasses therapy, fatigue, feeling abnormal, hyperaesthesia teeth, menometrorrhagia, muscle spasms, musculoskeletal pain, nasal discomfort, neck pain, nervousness, night sweats, oral pain, pain, pain in extremity, pain of skin, pelvic pain, polymenorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, depression, fatigue, eyeglasses therapy, arthralgia, bone pain. Lot number reported a46113 is inv. Concerning the injuries reported in this case, the following one/ones were reported in social media report : pain, night sweats, polymenorrhagia . Most recent follow-up information incorporated above includes: on 10-oct-2019: social media report received : previously reported event "autoimmune disorder " pt updated to "antinuclear antibody positive", events- "aching all over, sweat all night, started my 2nd cycle this month" added. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') and autoimmune disorder ('autoimmune issues/still testing to see what is wrong') in a 39-year-old female patient who had essure (batch no. A46113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, depressive disorder, anemia, menstrual cycle abnormal and irritable bowel syndrome. Previously administered products included for an unreported indication: depo - provera. Concurrent conditions included nabothian cyst, smoker, uterine bleeding, uterine cramps, left lower quadrant pain, ana positive and endometrial biopsy. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: chronic fatigue has lead to worsening depression"), hyperaesthesia teeth ("dental problems:sensitive teeth") and disturbance in attention ("neurological conditions or problems type: poor concentration"). In (B)(6) 2013, the patient underwent eyeglasses therapy ("vision/eye problems type: declined to the point that I cannot read or drive without glasses immediately following essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("dental problems/ dental problems:tooth decay"), fatigue ("fatigue / chronic fatigue"), urinary tract infection ("infections /infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia)\heavy and unpredictable cycle"), confusional state ("neurological conditions or problems type: confusion"), pain in extremity ("thigh pain\pain in leg\hand pain"), musculoskeletal pain ("joint and muscle pain all over/ pain in shoulder"), neck pain ("neck pain"), bone pain ("clavicle pain"), arthralgia ("pain in wrist,hand,forearm"), nervousness ("nervous"), nasal discomfort ("nose sores"), muscle spasms ("spasms/ leg muscle cramp"), dyspnoea ("shortness of breath"), back pain ("lower back pain"), oral pain ("mouth sores"), pain of skin ("sore scalp"), feeling abnormal ("brain fog") and abdominal pain lower ("cramp between periods\cramps all the time"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, dental caries, fatigue, urinary tract infection, vaginal haemorrhage, menometrorrhagia, depression, hyperaesthesia teeth, disturbance in attention, confusional state, eyeglasses therapy, pain in extremity, musculoskeletal pain, neck pain, bone pain, arthralgia, abdominal pain, nervousness, muscle spasms, dyspnoea, back pain, pain of skin, feeling abnormal and abdominal pain lower outcome was unknown and the nasal discomfort and oral pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bone pain, confusional state, dental caries, depression, disturbance in attention, dyspnoea, eyeglasses therapy, fatigue, feeling abnormal, hyperaesthesia teeth, menometrorrhagia, muscle spasms, musculoskeletal pain, nasal discomfort, neck pain, nervousness, oral pain, pain in extremity, pain of skin, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, depression, fatigue, eyeglasses therapy, arthralgia, bone pain. Most recent follow-up information incorporated above includes: on 10-sep-2019: social media received- new events added: nervous,nose sores, spasms/ leg muscle cramp,shortness of breath,lower back pain,mouth sores, sore scalp,brain fog,cramp between periods\cramps all the time.outcome of event mouth sore and nose sore from unknown to recovered/resolved were updated. Event menorrhagia updated to menometrorrhagia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental problems"), fatigue ("fatigue") and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, tooth disorder, fatigue and infection outcome was unknown. The reporter considered autoimmune disorder, fatigue, infection, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.